Event description:
The affiliate reported the customer alleged discrepant cancer antigen (ca) 19-9 results, for one pt, involving access 2 immunoassay system. Subsequent testing produced results within expected clinical reference range. The erroneous results were not released out of the lab. Amended reports were released to the hospital. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse performed high sensitivity (hs) foam/no foam test, carryover test, and completed quality control (qc). All system test results conformed to the MFR's performance specs. A review of trace file by beckman coulter technical support suggested possible obstruction in the sample pipettor during aspiration of the sample. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.